Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer received a result of 21 or 22 mmol/l and 8.3 mmol/l on mobile system 1, and a result of 7.5 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device. The same test cassette was used for both systems.